Event description:
It was initially reported to boston scientific that during the procedure the gdc 10-2d 2-diameter synerg detection circuit stretched while being delivered halfway through the excelsior 1018 microcatheter. It had become entangled in a finny shape. In august, 2003, upon receipt of the device and preliminary examination it was noticed that the main coil had separated from the pusher wire; both pieces were returned in separated bags. As a result of this observation this event became a medical device report.